Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they experienced "dizziness and pain in the area of the device". It was further reported by the patient that when they slept on their left side they "woke up shaking, dizzy, blood pressure was high and that they wake several times during the night." The device remains in use and no patient complications have been reported as a result of this event.